Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device problem code a050501 captures the reportable investigation result of bands unable to deploy. Imdrf device problem code a04 captures the reportable investigation result of ligator head teeth bent/damaged. Block h10: the returned speedband superview super 7 was analyzed (handle and ligator housing), and a visual evaluation noted that the ligator housing returned with the seven bands attached, some of them moved and overlapped. The handle slot had marks of insertion of the trip wire and the trip wire was in good condition. The suture thread was cut, possibly at the time of removing the device. The teeth of the ligator housing were found bent/damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The product analysis revealed that some of the bands in the returned ligator housing were moved and overlapped, and the ligator housing teeth were bent/damaged. This indicates that a malfunction of the device may have occurred, and the bands did not deploy as expected. The returned suture thread was cut, and since there was no information about a suture thread break, it is possible that it was cut at the time of removing the device, therefore, it was not coded as a problem. The condition of the returned device suggests that there was an incorrect application of tension to the suture thread at the time of activation, moving the bands, causing an improper deployment. It is possible that the technique used could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation procedure performed on (B)(6)2023. During preparation, the trip wire got kinked. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the ligator housing with the seven bands attached, some of them were moved and overlapped, and the ligator housing were bent. Please refer to block h10 for full investigation details.